Event description:
Technical events have been caused by the status indicator panel on the front cover of the vu coming away from the front cover. It is then disconnecting from its internal cable ribbon causing the alarm and event. We have noticed many of these indicator panels coming away from the front panel of the vu and we are flagging this as an assembly fault that needs to be permanently resolved. Please instruct on how to address this fault. Pressing the panel back into place is not a sufficient fix.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) to (B)(6), 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:the issue in cer (B)(4) is deemed as a reportable event since the malfunction "ventilation cancelled" which logs different tfs and switches to ambient state during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device showed many tfs in one single second and overloaded the mainboard. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As the complaint cer (B)(4) is part of a fsn, no attempts will be performed to obtain additional information. The allegation in cer (B)(6) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed.